Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint was verified in the event history log and during testing, when duplicating it revealed load motor during infusion. Plunger flippers were loose and not moving in a unified manner, timing plates were set incorrectly. This cause is believed to be normal wear and timing plates. The unit is nine years old along with the assembly of motor was incorrectly constructed by customer. The physical condition of device revealed a cracked top case by tubing guides, bottom case cracked by l -bracket and cracked right plunger case. Actions were taken to replace the stepper motor, old motor mount, worm gear and installed derin washer. Included lead screw, both clutch halves as preventative measure. The timing plates were reset along with left plunger case. Device passes all functional testing and ready for service.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps motor loud and plunger not engaging. No patient adverse events reported.